Event description:
After surgeries and receiving on-q pumps with 0.5% marcaine plain, two patients exhibited elevated liver enzymes levels. Both patients had dizziness, shortness of breath, visual disturbance, and fever. Both patients were healthy prior to surgery. One of them had nausea and vomiting. One of the patients went to ER for treatment, and the other worked with the physician. Both patients were reported to be doing fine.

Manufacturer narrative:
Evaluation summary: the device involved in this incident was not available for evaluation. Without the actual product, a complete analysis cannot be conducted; however, a review of lot history also showed that this is the only complaint received from this lot. We have included this incident in our complaint-handling database. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.